Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level and diabetes ketoacidosis. Customer¿s blood glucose level was 431 mg/dl, at the time of incidence. Customer was feeling shaky. Customer reported that they using block mode. Customer reported that they went to hospital for too much insulin. However, nurse had confirmed that the insulin pump was delivering 10 units of insulin. Customer was using manual injection. They performed displacement test and self-test. The customer advised that the insulin pump was safe to use and had no issue. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode on the insulin pump was not active event. The customer was admitted to the emergency room on (B)(6) 2020 and the customer's blood glucose level when admitted to emergency room was 80 mg/dl not 431 mg/dl. The customer did not experience diabetic ketoacidosis. The customer's mother stated that the insulin pump delivered a bolus of 10 units of insulin without anyone touching the customer's insulin pump. The insulin pump history showed the delivered 10 units there. Self test and displacement test was performed on the insulin pump and it passed both the tests.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not in use at the time of the incident.